Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported 49 cm line with 4 cm external. IV tazocin infusing and noted fluid leaking from entry point. Line removed and fracture noted at 10 cm. No known harm to patient. No other information was provided.